Manufacturer narrative:
Additional information was provided that a sample from the patient was sent for hiv pcr testing, and the result was "not detected". The customer reported the results for the patient as hiv inconclusive. The investigation determined that the event was due to a sample-specific issue and the elecsys hiv combi pt assay performed within specification. Per product labeling for the assay, the specificity is less than 100% and for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 6000 e601 module. The initial result was 1.49 coi (reactive). The repeat result using a cobas e801 analyzer was 1.34 coi (reactive). Using an hiv strip test (detemine), the result was negative. Using an hiv strip test (triline), the result was negative.